Event description:
Report 2 of 3: it was reported while using bd vacutainer® one use holder, the blood collection set and holder spun out or separated with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.